Manufacturer narrative:
This report is submitted on march 28, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to unspecified medical reasons and there are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, it was also reported that the patient experienced skin breakdown, necrosis at the implant site exposing the receiver/stimulator (date not reported).